Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a metal contact pin inside the scope socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the that a blackout screen was noted with the evis exera iii video system center. The event occurred during preparation for use, prior to diagnostic laparoscopic operation. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the imaging issue was caused by damaged pins in the connector socket. However, the cause of the damaged pins was not established at this time. Olympus will continue to monitor field performance for this device.